Manufacturer narrative:
The investigation determined that a patient sample and assay results were miss-associated with the incorrect patient name when processed on a vitros 350 chemistry system. The csc determined that the cause of the event was most likely improper sid reuse. The csc referred the customer to the information contained in the ¿sample ID reuse¿ section of the vitros 350/250 chemistry system operator's manual on page 7-7 which describes how to properly manage sid numbers that were previously used and not processed to completion or deleted. In addition, the csc assisted the customer in deleting old pending sample programs on their vitros 350 chemistry system. The vitros 350 chemistry system was operating as programmed and as intended; no malfunction occurred. The assignable cause of the event was user error due to improper sid reuse.

Event description:
A patient sample and assay results were miss-associated with the incorrect patient name when processed on a vitros 350 chemistry system. Miss-associated patient results may lead to inappropriate physician action. The miss-associated patient results were not reported out of the laboratory and there was no allegation of patient harm as a result of this event. (B)(4).